Event description:
It was reported that the remote monitoring system found that there was high out of range shock impedance measurements for the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead. The products remain in service and no adverse patient effects were reported. Additional information was received that a re-check of the impedance measurements showed normal range, so the clinic has opted to continue to follow the patient via remote home monitoring and in clinic checks. The crt-d and rv lead remain in service and no adverse patient effects were reported. Further additional information was received that the high out of range shock impedance measurement continued for the rv lead. There was defibrillatlon threshold (oft) testing completed where a 41 joule shock produced 47 ohms. Technical services discussed possible causes including the possibility of electromagnetic interference (emi). The physician performed a revision procedure to check for connection issues. During the procedure when the physician tugged on the coil of the rv lead, it came out of the header. A loose connection was determined to be the cause of the high shock impedance measurements. The physician re-connected the lead and no further issues were observed. The crt-0 and rv lead remain in service and no additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).